Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and evaluated the device. The engineer was not able to duplicate the reported issue. However, he completed a thorough device inspection and evaluation and found that the cable fiber had a damage but the site had attached a new fiber. The device was also subjected to a full device evaluation including full functionality testing with passing results. The energy levels and settings were checked and verified to be working within its specifications, and the device was determined to be functioning as intended. A member of the cynosure clinical team followed up with the treatment provider and confirmed that there was no patient injury. It is unknown what exactly contributed to the reported spark and accidental laser output. Based on the site's report of an unintended discharge of laser energy, this event is considered an accidental radiation. Occurrence (aro) and represents a device malfunction that is reportable under 21 cfr part 803 in accordance with u.s. Food and drug administration MDR requirements.

Event description:
It was reported that an elite+ cable was sparking and producing popping sounds while firing laser on its own during treatment. No patient injury was reported.